Manufacturer narrative:
(B)(4). Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 09-feb-22. Visual analysis of the photographs identified two devices, both appears to be intact, deformed, with red particles in the surface of the shell and have red biological tissue (the device encapsulated). The devices are not labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture (baker grade IV). This relates to the right device. Device has been explanted.

Manufacturer narrative:
(B)(4). Device photograph(s) for the device related to the reported event of capsular contracture was reviewed on 09-feb-22. Visual analysis of the photographs identified two devices, both appears to be intact, deformed, with red particles in the surface of the shell and have red biological tissue (the device encapsulated). The devices are not labeled by side explanted device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reporting capsular contracture (baker grade IV). This relates to the right device. Device has been explanted.

Manufacturer narrative:
Disregard implant date as it does not fit within manufacturing-expiration dates; implant date is ni (no information). A review of the device history record has been completed. No deviations or non-conformances noted. A visual analysis of the returned device identified: weight to the spec, deformation, wear abrasion and encapsulation color yellow. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Physician reported right side "bilateral capsular contracture (baker grade IV)." The device has been replaced.

Event description:
Physician reported right side "bilateral capsular contracture (baker grade IV)." The device has been replaced.